Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The large needle driver instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. Due to this failure, the bearings were found corroded at input shaft of axis#05, #06, #07. The instrument housing was removed and inspection found corroded bearings at the input shaft of axis#05, #06, #07. As result of the corrosion, the grip cable at the clamping pulley axis #07 was fully broken. Common causes of the failure mode corrosion on fragments and broken grip cable are attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.